Event description:
There was no patient involved. Fsca device displaying switching on automatically symptom.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the 16th october 2010. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded and are attached to this report. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2011 and that it performed to specification up until the last log entry on the (B)(6) 2017. During this time information from the history log shows an increase in voltage which suggests a further pad-pak was installed. The returned pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The investigation was unable to replicate, or find any evidence of, the reported fault. Previous experience has shown that faults of the reported nature can be characterised by multiple manual power ups, mainly of ten minutes duration, due to a membrane failure. There were 6 manual power ups recorded in the history log all of under one minute duration between the (B)(6) 2017 and the (B)(6) 2017. These manual power ups were most likely due to the user power cycling the device. Therefore, it is assumed the customer returned the device in response to the field safety corrective action as the device serial number falls into the range covered by the field safety corrective action. The sam 300p is now an obsolete product, therefore it will be scrapped and replaced with a heartsine sam 350p.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. Fsca device displaying switching on automatically symptom.